Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Event description:
It was reported that during a dialysis treatment on (B)(6), the nipro dialysis machine surdial¿ x bearing serial number (B)(6), removed an incorrect volume of fluids from the patient. The patient came off the dialysis treatment 0.5kg under the target weight. No further information was provided.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was determined on (B)(6) 2021.

Event description:
It was reported that during a dialysis treatment on (B)(6), the nipro dialysis machine surdial¿ x bearing serial number (B)(4), removed an incorrect volume of fluids from the patient. The patient came off the dialysis treatment 0.5kg under the target weight. No further information was provided.